Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation located in the moderately calcified, heavily tortuous mid left anterior descending coronary artery. The 2.80x26 mm graftmaster stent was attempted to advance but could not cross to the lesion due to the anatomy. Another, shorter size graftmaster stent was used to complete the procedure successfully. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.